Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A review of the vessel sealer curved instrument logs show that the instrument was installed on universal surgical manipulator (usm) #2 once. The e-200 generator activation logs show events with no errors. The instrument was used for about 49 minutes. No instrument issue was identified from the logs.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the vessel sealer curved instrument produced an insufficient seal, contributing to increased blood loss. After successfully dissecting through the ligaments on the left side of the uterus, the vessel sealer curved instrument was used to seal a vessel. While attempting to seal the vessel, the vessel sealer curved instrument audible tone was not successful, and an error message occurred. The vessel started to bleed. After the failed seal with the instrument, the e-200 generator reportedly shut down. A restart of the e-200 generator took approximately 2 minutes and contributed to increased blood loss. The e-200 generator successfully restarted, and the same vessel sealer curved instrument was used to control the bleeding. The estimated blood loss was 200 cc. The procedure was completed robotically with no further issues, and the patient is reported to be recovering well.